Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high pacing threshold outputs, no electrical activity sensing and pacing due to lead dislodgement which was confirmed via device interrogation, chest x ray and computed tomography scan. The patient experienced discomfort, pain, muscle spasm and phrenic nerve stimulation as the diaphragm was being paced. Electrocardiogram noted no premature ventricular contractions nor ectopy which suggested perforation and was confirmed via fluoroscopy. The device was programmed to 50 beats per minute for backup pacing eliminating discomfort. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device because perforations are covered in labeling and are a known inherent risk of lead implantation. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture, high pacing threshold outputs, no electrical activity sensing and pacing due to lead dislodgement which was confirmed via device interrogation, chest x ray and computed tomography scan. The patient experienced discomfort, pain, muscle spasm and phrenic nerve stimulation as the diaphragm was being paced. Electrocardiogram noted no premature ventricular contractions nor ectopy which suggested perforation and was confirmed via fluoroscopy. The device was programmed to 50 beats per minute for backup pacing eliminating discomfort. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.